Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in power failure. There was no patient involvement.

Manufacturer narrative:
Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. D1: product name corrected. D4: primary UDI number corrected. D4: model no. Corrected.